Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9112701, medical device expiration date: 04/30/2024, device manufacture date: 04/22/2019. Medical device lot #: 9112698, medical device expiration date: 05/31/2024, device manufacture date: 04/22/2019. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed for the provided material number and lot numbers, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported two syringe 0.3ml 31g 8mm whole unit 10bg 500 had missing label information. The following information was provided by the initial reporter: "consumer requested information on expiration date, said he purchased the syringes in 2019 but could not locate an expiration date."